Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The reported event was unable to be confirmed as the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that (B)(4) products désignation refobacin bone cement r40x1, reference(B)(4), batch a801bc2201 were manufactured on 14 june 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging is opened in the side of the b before the surgery. There was no patient involvement . No adverse events have been reported as a result of the malfunction.